Manufacturer narrative:
Updated: b4, g4, h6.

Manufacturer narrative:
Leaks in devices with high flow, such as arterial or venous cannulae, will most likely require an exchange of the device. This will require a temporary interruption of cpb. The subject device has been requested to be returned for evaluation. Upon return and evaluation a supplemental report with evaluation findings will be submitted. The root cause remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
Edwards received notification that blood leakage was observed during use of this optisite cannula model opti22. The packaging was in good condition, and the cannula was examined before use. This cannulas had been resterilized by steam using an autoclave. The issue occurred when the device was placed inside the aorta, it was noted a leak on the blood pressure of the aorta. As reported, not much leakage occurred because the cannula was changed quickly. They surgeon could not go on pum, the device was removed and another cannula was used in replacement. Upon examination a hole was noted, the hole was 4 cm above the end of the canula, in the part which is placed inside the aorta. There was no consequence for the patient. The device was returned for evaluation.

Manufacturer narrative:
Updated: b4, b5, g4, h3, h10 h3: evaluation summary: customer complaint of cannula leakage was confirmed with assessment. Device was returned with visible traces of blood and examined in the biohazard area of the lab. As received, wire reinforced section of the cannula body was observed to be kinked at the 4cm mark. A leak test was performed on the cannula and leakage was observed from the cannula body. No other visual damage, contamination, or other abnormalities were found to the device. H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Event description:
Edwards received notification that blood leakage was observed during use of this optisite cannula model opti22. The packaging was in good condition, and the cannula was examined before use. This cannula hadn't been reused. The issue occurred when the device was placed inside the aorta, it was noted a leak on the blood pressure of the aorta. As reported, not much leakage occurred because the cannula was changed quickly. They surgeon could not go on pump, the device was removed and another cannula was used in replacement. Upon examination a hole was noted, the hole was 4 cm above the end of the canula, in the part which is placed inside the aorta. There was no consequence for the patient.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.